Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and continued to use the pump for insulin therapy.